Event description:
It was reported that the customer had decided not to use the pump for several weeks. When the customer decided to resume insulin therapy using the pump, it could not be turned on. The customer's blood glucose level was not impacted, as the customer was using manual injections of long acting insulin during the time that the pump was not being used.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.